Event description:
It was reported that while playing football, the patient jumped into the air and hit another player. He fell to the ground, hitting his head and was then no longer to hear anything.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.